Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The cause of the reported adhesive failure could not be determined.